Event description:
It was reported that the roation switch was stuck and c-arm rotated on its own. No injuries reported. Field engineer was dispatched to site and after investigation c-arm switches were tightened. Once this was completed the system was left working as intended.